Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI) procedure without changing the implantable cardioverter defibrillator (ICD) to MRI mode. After the MRI, it was noted that patient's ICD inappropriately went into backup mode. The ICD was attempted to be reset but was unsuccessful. The ICD was explanted and replaced. The patient's condition was stable.

Manufacturer narrative:
The reported complaint of MRI related reset and problem with use in off-label MRI environment were confirmed. The device was received at backup mode of operation, which was discovered after MRI exposure in the field. Analysis of device image determined backup occurred due to power-on-reset due to device being exposed to MRI in the field and device was not set to MRI mode prior to performing the procedure. User manual says that mr conditional icds and crt-ds are conditionally safe for use in the MRI environment when used in a complete mr conditional system and according to instructions in the MRI-ready systems manual. Scanning under different conditions may result in severe patient injury, death or device malfunction. After reloading device firmware additional testing found the device battery at normal levels and no anomalies were noted. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.